Event description:
Healthcare professional reported using an expired re-sterilizable gel sizer during surgery despite noticing it was expired prior to surgery. During surgery, the physician used a large dose of antibiotics to ensure the device did not interrupt the sterile field. The name of or amount of antibiotics was not available. The physician's office indicated the device was successfully used for a procedure performed with no injury reported.

Manufacturer narrative:
(B)(4).